Event description:
It was reported that two hours after a lap nephrectomy, the pt started bleeding and had to be reoperated. They stopped the bleedings out of the arteria (arteria renalis). Inspecting the instrument, it was found that the cartridge contained in the last 1/4 completely formed staples inside. The staple line was completely closed during the initial surgery.

Manufacturer narrative:
Info anticipated, but unavailable at this time.